Event description:
Boston scientific crm rec'd info that one day post implant, this lead was explanted due to high threshold measurements and no sensing. A bsc rep noted the suture sleeve could be causing the lead issue. The physician elected to explant the lead and replace it with a new one. No adverse pt effects were reported.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specs that can be related to the electrical issues as mentioned in the complaint description. The stylet was found stuck within the lead's lumen due to coagulated blood within the lumen of the lead. The cuttings in the outer insulation and the deformations of the outer coil are most likely due to the explantation procedure. As an add'l fact, the fixation sleeve was found split. This damge require the presence of abnormal mechanical stress. The analysis did not reveal any sign of a material or mfg problem. Excessive mechanical stress during the implantation/explantation procedure should be taken into consideration.